Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient was having supraventricular tachycardia ¿ svt, and the implantable cardioverter defibrillator was undersensing in the atrium. The device misdiagnosed this as v-rate greater than a-rate and the patient received inappropriate antitachycardia pacing ¿ atp. The atp converted the svt into real ventricular tachycardia - vt. Once the patient received a shock, he returned to sinus. Programming changes were discussed. No intervention was reported. The patient was fine during and post event.